Event description:
(B)(4). Widespread joint pain - foot and ankle pain, difficulty walking for first 15 minutes upon waking, hip pain, low back and thoracic back pain, "brain fog", heavy, frequent periods, severe headaches, right side flank pain, nausea. Consults and testing with rheum, pcp, allergist, obgyn, all neg.